Event description:
It was reported that chest x-ray showed possible perforation on right ventricular (rv) lead. Boston scientific technical services (ts) discussed that rv pacing lead may require further evaluation. This rv lead remains in service. No adverse patient effects were reported.